Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh procedure performed on (B)(6), 2009. According to the complainant, persistent cystitis was observed possibly due to intravesical mesh exposure and frequent urination was also noted. The patient visited the urology department of the facility on (B)(6) 2015. Hematuria and recurrent cystitis occurred, and the patient visited again on (B)(6). The patient was diagnosed with intractable hemorrhagic cystitis. A stone of 1 cm in size was found in the left triangular part by cystoscopy. Reportedly, on (B)(6), under lumbar anesthesia, the mesh was checked at the bottom part of the stone by transurethral surgery, and the exposed part was resected together with the stone.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter city: (B)(6). Initial reporter state/ province: (B)(6). Problem codes of 1750, 1930, 1888, 2558, 2422 and 3191 capture the reportable events of erosion, infection, hemorrhage, hematuria, obstruction (stone formation) and surgical intervention respectively. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction to: patient code 2422 "obstruction" has been added to capture the reported event of stone formation.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4) capture the reportable events of erosion, infection, hemorrhage, hematuria and surgical intervention respectively. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh procedure performed on (B)(6) 2009. According to the complainant, persistent cystitis was observed possibly due to intravesical mesh exposure and frequent urination was also noted. The patient visited the urology department of the facility on (B)(6) 2015. Hematuria and recurrent cystitis occurred, and the patient visited again on (B)(6). The patient was diagnosed with intractable hemorrhagic cystitis. A stone of 1 cm in size was found in the left triangular part by cystoscopy. Reportedly, on (B)(6), under lumbar anesthesia, the mesh was checked at the bottom part of the stone by transurethral surgery, and the exposed part was resected together with the stone.